Event description:
Patient with diagnosis of l5-s1 herniated disk. Surgeon was performing a right l5-s1 diskectomy. During removal of the disk, using a small pituitary, the end broke off in the disk space. Surgeon was able to retrieve all pieces without incident.